Manufacturer narrative:
Zimmer biomet complaint (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reports that patient came to office for uncovering and torque test. Doctor had to remove implant xiitp5485 due to infection. Doctor also reports abscess. Tooth site #19.